Event description:
Customer reported that a patient in the emergency room was coded, and had two samples drawn with questionable results on the gem premier 4000. The customer indicated that these samples were repeated on two other gem premier 4000 located in the laboratory and the results agreed. A sample was drawn at approximately the same time at 08:53 for thb and analyzed on the coulter with a result of 13.8, indicating a discrepancy with the gem premier 4000. At 07:45, chemistry samples were analyzed on the vitros unit in the lab, reporting a potassium of 4.4. The critically ill patient passed away and per the customer, it is unclear if any results were used for patient care.

Manufacturer narrative:
An investigation was conducted to review the cartridge data from the three gem premier 4000 instruments (1 ER unit and 2 lab units) in use at the facility. Following are the main points from this investigation: all cartridge sensors were working within specifications and there was no indication of a malfunction. There was a difference in sample types, e.g. Samples run on the gem 4000 were arterial from a syringe, whereas the samples run on the coulter and vitros instruments were venous using a vacutainer tube. Cartridge data indicated that results from the different draws were consistent across the gem premier 4000 instruments as shown. Conclusion: possible pre-analytical sample handling issue. The results from the different draws agree across the three gem premier 4000 instruments and the cartridge data indicates no malfunction. No remedial action indicated.